Manufacturer narrative:
B3: event date, corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The computed tomography scan of the patients' kidneys showed multiple bilateral cysts, some which are proteinaceous/hemorrhagic. The lvad was in place. Multiple cardiac leads. The imaging of the patient's vasculature indicated postsurgical changes of infrarenal aortic stent graft extending into the bilateral common iliac arteries, as well as embolization material within the inferior mesecentric artery (ima). As before, the enhancement extended beyond the metallic components and slightly into the saccular aneurysm measuring up to 8 mm in width. This was similar to before but with slightly more lobulated margins best seen on coronal imaging. The maximum cross-sectional diameter measures 5.1 x 4.8 cm was unchanged from prior when remeasured using similar technique. The excluded aneurysmal sac also extended slightly along the course of the ima. There was background of severe atherosclerosis. The computed tomography angiography of the aorta showed no significant interval changes from CT on (B)(6) 2023, with similar size of the contrast extending outside of the metallic portion of the stent graft and into the excluded aneurysmal sac on both arterial and delayed images. The maximum diameter was unchanged. These findings were most suggestive of a type 3 endoleak into a thrombosed aneurysmal sac.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient underwent a computed tomography (CT) scan of the abdomen and pelvis on (B)(6)2025 as a follow up for known abdominal aortic aneurysm. CT images were not available at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding and thromboembolism (including venous and arterial non-central nervous system), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.